Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The capsule deployed, onto the floor, from the delivery system once it was removed from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule was returned separate from the delivery system in a small baggie. The trocar needle was not advanced, but appeared to be a little off center with blood/tissue present. The plunger was fully depressed and retracted. The analyst took the handle apart and the push pin/thrust tip had evidence that the needle slid off. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (12/03/2007).